Event description:
The ge oec 9900 fluoroscopy system had poor image quality. Images during roadmap functions were poor.

Manufacturer narrative:
A ge oec service representative investigated the issue and made adjustments to the roadmap function brightness and contrast. The system had been tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.